Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a fine jet of water in the proximal cylindrical balloon part when applying a pressure. The microscopic analysis of the balloon surface showed a microscopic leakage and scratches on the balloon surface nearby the damage site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
The orsiro drug-eluting stent system was selected for use. During the procedure the orsiro was inflated twice up to 16 bar. At the third inflation the orsiro stent balloon ruptured at 16 bar. Ivus confirmed that the stent was successfully implanted.